Event description:
It was reported that there was an increased charge duration on the implantable neurostimulator (ins). Caller stated that they recently noticed the charge sessions are taking longer than they used to: stating they charge once a week and it used to be 1.25 hrs and now it is up to 2.5 hrs. Caller stated that the charge usually decreases to 75% but now its down to 50%. Agent reviewed with caller how programming/stim output directly determines the ins battery depletion rate. Caller stated they have made no changes to their settings. Caller also confirmed having 8 coupling bars the entire time during the charge session. Agent reviewed how age of implant can effect implant depletion rate. Caller asked if there were any problems with charging more frequently. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue. Caller stated they will likely talk to the doctor about this concern at their upcoming appointment in february. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.